Event description:
The customer reported that the source lamp failed and filled with green smoke during the installation on the atellica ch 930 analyzer. The customer stated that there were no visible flames. There was no injury or harm to the operator due to the event.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) and reported the source lamp failed and filled with green smoke during the installation on the atellica ch 930 analyzer. Siemens reviewed the event and observed that the event could be due to a possible failure of the lamp seal leading to the release of halogen gas into the atmosphere. Under such conditions, powering the lamp could result in smoke formation, typically gray or white in color, with possible green discoloration. Siemens further evaluated the event and determined that a dead on arrival (doa) component potentially contributed to this event. The event was resolved by installing a new lamp. The instrument is performing according to specifications. No further evaluation of this device is required.